Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilation balloon was used in the common bile duct (cbd) during a biliary dilation procedure performed on (B)(6) 2020. According to the complainant, during procedure, a small hole was observed in the balloon surface when inflating. The procedure was completed with another maxforce biliary dilation balloon. There were no patient complications reported as a result of this event.